Event description:
The customer reports back to back testing on the same meter while using the advantage system with results of 43mg/dl and 73mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.